Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) reportedly felt that the heart stopped and the device did not fire. Boston scientific technical services (ts) discussed the difference between stopped and fibrillation. There was no further information obtained on this event. The crt-d remains in service. No adverse patient effects reported.